Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During preparation for use, a scope communication error b30 appeared on the monitor. The user replaced the device to another device to complete the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. About 3 years have passed since the subject device was installed in the user¿s facility. According to the previous investigation for similar case, it is known that the error is displayed if the electrical contacts of the video connector of an endoscope concomitantly used are connected before they are sufficiently dry. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that the reported phenomenon was attributed to the user handling.